Event description:
During an in clinic follow up, episodes of noise resulting in oversensing, inappropriate mode switching and high pacing impedance were observed on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.